Event description:
It was reported to philips that the system's live monitor was unable to display images. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips field service engineer (fse) inspected the system on site and confirmed that live monitor was not displaying. Upon troubleshooting fse found that master switch card that wasn¿t responding. To resolve the issue, fse replaced the defective master switch card. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.